Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. (B)(4) were manufactured and distributed, there are no units in stock. Received one open sample without needle attached to the thread. Without any closed sample an analysis cannot be carried out in order to make a decision. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. As stated in the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. This incidence and if any closed sample is received in the future, it will be re-opened and analysed.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Several sutures tear off during use, thread broke during surgery and sutures tear off.